Manufacturer narrative:
G4: 21sep2020. B4: 22sep2020. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to replace the battery to see if the issue is resolved as well as the cable between the battery and the power management board. The customer replaced the defective battery to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jun2020.

Event description:
The customer reported a battery issue. The power management board has been replaced but the issue persists. No patient or user harm was reported.